Event description:
On november 12, 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high. The complaint was classified based on the customer service representative's (csr) documentation and information obtained during a follow-up conversation. The patient reported that the alleged inaccuracy began on an unspecified day in 2009. On an unspecified date/time, the patient claimed she obtained blood glucose readings of "12.3 mmol/l (221 mg/dl)" with the subject meter and "7 mmol/l (126 mg/dl)" on a laboratory device, performed less than 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient claimed she tests 1x/week and prior to when the alleged inaccuracy began; she was managing her diabetes with oral medication (1 tablet of metformin daily). Beginning in the same month, she reported that most of her blood glucose readings were above "10 mmol/l." In the same month, the patient claimed she went to see her doctor as a result of the alleged issue. The patient denied that her blood glucose was tested during that visit; however, she reported that her physician advised her to start taking humulin insulin based on past readings obtained with the subject meter. The patient reported that her physician advised her to take 18 units of humulin before breakfast and 16 units before dinner. The patient stated that she became shaky and dizzy 30 minutes after she took insulin for the first time. The patient denied testing her blood glucose prior to administering the insulin. It is not known when she had last tested with the subject meter prior to this event. In response to the symptoms, the patient claimed she contacted her physician and then treated self with "sugar." The following day after the incident, the patient claimed she obtained a blood glucose reading above "10 mmol/l" with the subject meter, administered 16 units of humulin insulin and approximately 10 minutes later, developed the same symptoms of feeling shaky and dizzy. At the onset of symptoms, the patient states that her family contacted emergency services. The patient was unable to confirm if her blood glucose was tested by emergency services or type of treatment, if any, she received by hcp. At the time of troubleshooting, the csr noted that the subject meter passed two control solution tests when ran with a new vial of test strips; however, failed when the control solution test was run using the subject meter and subject test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.